Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg), as well as the associated device data and provided images. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. Microscopic inspection of the drive cables noted no damage. Part of the white plastic pulley was disengaged, and the disengaged piece was not returned. The energy cable was disengaged. The puck was displaced on the side of the disengaged piece. The drive cable was displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates an error code ¿motor position limits¿ being triggered as an after effect of the pulley break. The use life of the instrument was three hundred and thirty-six minutes with a use count of four at the time of failure. Evaluation of the provided images notes two pictures were provided. The first image shows the serial number c24bal6689, which matches the reported information. The second image shows the instrument where the blue energy cable is broken. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of the robotic laparoscopic roux-en-y gastric bypass procedure, while the surgeon was opening and closing the jaws of the bipolar fenestrated grasper (bfg), the tip of the instrument suddenly snapped open, causing a piece of white plastic that covers the articulation to come off and fall into the patient cavity. The white plastic was retrieved with a laparoscopic instrument. The original bfg was then removed using the broken instrument procedure and replaced with a new bfg to continue the surgery. There was a delay of 5 minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of the robotic laparoscopic roux-en-y gastric bypass procedure, while the surgeon was opening and closing the jaws of the bipolar fenestrated grasper (bfg), the tip of the instrument suddenly snapped open, causing a piece of white plastic that covers the articulation to come off and fall into the patient cavity. The white plastic was retrieved with a laparoscopic instrument. The original bfg was then removed using the broken instrument procedure and replaced with a new bfg to continue the surgery. There was a delay of 5 minutes due to the reported issue. There was no patient injury.